Manufacturer narrative:
The reference c22190 has been allocated to this case by rayner. The event description provided states "when injecting with an injector more force was needed than usual and the lens ruptured at the sides. Surgeon decided to left iol in the bag". No product was available for return to rayner. The iol remains implanted and the associated injector was discarded following use. The information received from the distributor highlights that the surgeon identified that a higher than usual injection force was required to inject the lens. If excessive resistance is felt during injection beyond the initial slight anticipated resistance at the very start of injection, this could indicate a blockage within the injection system. Within the rayone IFU we state that in the event of excessive resistance product use should be discontinued. By continuing injection after encountering a high amount of resistance, the user has deviated from the IFU. Our review of production records for the rayone emv rao200e batch 081175155 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 081175155.

Event description:
On (B)(6) 2022. Rayner intraocular lenses limited received notification from its czech distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states "when injecting with an injector more force was needed than usual and the lens ruptured at the sides".